Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer was assisted by cts, who provided complete pump reset information and guided the caller through the pump reset process. After the reset, the cgm error code did not appear again, and the caller was able to successfully start their sensor session.